Manufacturer narrative:
The field service engineers (fse) evaluated the aia-2000 analyzer. The fse upgraded the barcode reader to resolve the issue. The analyzer was operational. There was no further action required by fse.

Event description:
This report summarizes 1 malfunction event on the aia-2000 analyzer. The review of events indicated that the aia-2000 analyzer experienced barcode reader issues, which caused delayed reporting of critical patient results. The report was received from one source. There was no indication of patient intervention or adverse health consequences due to the delayed reporting in patient results. This event did not necessitate remedial action to prevent an unreasonable risk of substantial harm to the public health.